Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 13 years post implant of this mitral bioprosthetic valve, the patient presented as symptomatic with severe shortness of breath upon mild exertion. A recent transesophageal echocardiogram (tee) showed moderate to severe mitral regurgitation with an ejection fraction of 45-50%. The device was densely adherent to the calcified annulus as well as a subvalvular structure such as papillary muscles. During the procedure, the physician could not place the aortic cross clamp safely due to a dense adhesion on the aorta, so the physician performed a beating heart procedure. The physician excised the bioprosthetic valve and noted that this was a difficult process as the device was densely adherent to the calcified annulus. Subsequently, the physician performed a maze procedure using a monopolar irrigated medtronic radiofrequency device to isolate the pulmonary veins creating a lesion towards the left atrial appendage and the mitral valve annulus. The physician then implanted a 29mm bioprosthetic mitral valve. A tee showed good function of the bioprosthetic valve. Once the patient was removed from cardiopulmonary bypass, there was difficulty maintaining good blood pressure. Another tee showed accumulation of a large amount of blood behind the left atrium in a pocket behind the right pulmonary vein. The blood was drained, but the physician observed continuous bleeding from either the left atrium or left ventricle. The physician re-opened the left atrium and noted that the left atrial appendage closure site appeared intact, and therefore the bleeding was most likely coming from the left ventricle. The physician stated that excising the previous device with a knife and scissors from the dense adhesion to the subvalvular apparatus may have caused a transmural tear. The physician removed the second bioprosthetic valve, and placed multiple 2-0 prolene pledgeted sutures to reapproximate the left ventricular free wall against the mitral valve annulus in an attempt to repair any posterior wall tear in the left ventricle. The physician implanted a 27mm bioprosthetic valve. The patient was removed from cardiopulmonary bypass, and the physician continued to see bleeding coming from the loculated pericardial space and noted that the bleeding could not be controlled. Subsequently, the patient died. The physician stated that the medtronic products did not cause the patient death.

Manufacturer narrative:
Conclusion: results of the investigation indicated that the patient¿s calcified annulus could be potentially a contributing factor of the regurgitation. With the limited information available, a relationship between the device and the death could not be established. In addition the physician stated that the medtronic products did not cause the patient death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.